Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-dec-2025. Investigation summary. Bd received 50 samples for investigation, along with two photos. Evaluation of the returned samples and the attached photographs indicated deformed packaging. Additionally, a total of 50 retained samples were visually inspected; however, no deformed packaging was found. The retained samples are kept in a temperature-controlled, environment of 18°c to 22°c. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged, no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked, and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® push button blood collection set, 48 devices had open/damaged unit packaging. There was no health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® push button blood collection set, 48 devices had open/damaged unit packaging. There was no health impact or consequences reported.